Event description:
A customer contacted baxter's technical service center and reported being shocked by the homechoice (hc) machine. The home patient (hp) stated that they had thunderstorms the other day and every time he touched the hc he would get shocked. The hp refused to troubleshoot. The technical service representative (tsr) arranged to have the hc swapped. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient was not shocked by the cycler. The nurse stated that the patient has other issues going on with him, however, she is not able to go into detail regarding those issues. The nurse stated that they swapped the patient's cycler and he has resumed therapy. The nurse again verified that there is nothing wrong with the baxter products the patient has been using. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device is available for evaluation, however, has not yet been received. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The reported issue of electric shock was not confirmed in the device logs or duplicated during the evaluation. The cause for the electric shock was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.